Event description:
During an pci surgery, the target lesion is distal part of lad. The surgeon inflated the balloon at 12 atm, after that it could not be deflated. The surgeon had to remove and positioned a stent to complete. There was no report on patient injury.

Manufacturer narrative:
(B)(4). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media was asked but is not known as well as the contrast to saline ratio and the brand of inflation device. The balloon inflated normally and the maximum inflation pressure was 12 atm. The balloon maintained pressure during inflation but it did not deflate at all. The physician pulled the balloon back from the vessel to the guide catheter, and the balloon eventually was deflated. There was no patient injury. The patient was discharged. The lesion was stented to prevent restenosis which was planned at the beginning of the procedure. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned for analysis which is still pending but will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous coronary intervention to a distal left anterior descending artery a sakura fire star 2.00mm x 20mm balloon dilatation catheter was inflated to 12 atmospheres, after which it could not be deflated. The surgeon had to remove the inflated balloon and implanted a stent to complete the procedure. There was no patient injury. The balloon inflated normally and the balloon was eventually deflated. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The brand of inflation device is not known. The contrast to saline ratio and the brand of contrast media is unknown. The balloon maintained pressure during inflation but it did not deflate at all. The patient was discharged. The product was returned. One non sterile sakura fire star 2.00mm x 20mm balloon dilatation catheter was returned. The balloon was already inflated. No other anomalies were observed. A functional inflation/deflation test was performed and the balloon catheter was inflated and deflated within specification time and no anomalies were experienced. Sem analysis showed the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. A device history review (DHR) of lot 15920643 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Inflation/deflation test results were reviewed and no anomalies were encountered during manufacturing process of this lot. The reported ¿deflation /difficulty-unable to¿ was not confirmed since the unit could be inflated/deflated within the specification time during functional analysis. The exact cause of the reported event experienced by the customer could not be determined. Neither the DHR review nor the product analysis suggests that the issue experienced by the customer could be related to the manufacturing process. Therefore no corrective/preventive actions will be taken.